Event description:
Customer reported that insulin gauge displayed an amount different from the expected value, showing 35 units instead of 230 units, with a discrepancy greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by loading a new cartridge and requested a replacement for the one changed. Technical support instructed the customer to call back for troubleshooting if the issue recurs and agreed to send the replacement to the customer's temporary address in new york.